Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. One video was also submitted for evaluation. The nitinol frame was bent and electrodes a4 and d4 was displaced exposing conductor wires. The device was inserted into the conjoined returned introducer with no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the exposed wire remains unknown.

Event description:
This report is to advise of a fracture noted in the catheter during analysis.